Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and confirmed the problem stated by the customer. The iabp failed k6-k8 leak test number three. The fse reseated all tubing connections associated with this test and ran test again, but test was still failing. Fse then found the issue to be the drive assembly. To fix the issue, the fse disassembled, removed, replaced the drive manifold assembly, then reassembled the iabp and ran all test and calibrations per service manual specifications. The iabp passed all test and calibrations, and was released to customer as ready for clinical use.

Event description:
Customer stated that during the preventative maintenance, the cs300 iabp unit failed the pressure test due to a leak. Customer could not find leak and is requesting service. There was no patient involvement and no adverse event was reported.